Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure. The patient was readmitted to the hospital two days post procedure with unspecified signs and symptoms of infection. The patient was started on vancomycin for a staphylococcus aureus infection and treated medically. An infected pseudoaneurysm was diagnosed at an unspecified time during the hospitalization. On an unspecified date in october, the patient went to surgery for "repair of the vessel." It was reported that the patient received 6 units of blood during the surgery. The last report from the facility was that the patient remained hospitalized, but there was no report of further adverse sequelae. There have been unsuccessful attempts to obtain additional information. The facility is not releasing further information.